Event description:
Philips received a complaint by the customer on the v60 indicating that during unit setup, the device displayed an ¿oxygen not available¿ alarm despite being connected to a known good wall oxygen source. The customer confirmed that multiple troubleshooting steps were performed, including disconnecting e-cylinder tanks, bypassing the external o2 manifold, replacing the oxygen hose with a known good quick connect, and testing alternative oxygen sources. Despite these actions, the issue persisted. Event log errors "oxygen not available error 1208" and o2 device failed error 1111 were also noted. There was no patient impact reported. Remote technical support was provided, and the customer was advised on the recommended troubleshooting and repair path per the v60 service manual. Based on the findings, replacement of the data acquisition (da) printed circuit board assembly (pcba) was recommended if the issue continued. The customer was provided with part information. This investigation is ongoing.